Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and a number of clips crossed over, and did not proximate correctly. Another like device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.